Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the drawer had failed. A field service engineer confirmed that the customer had fully shut down the machine and unplugged the power. After the reset, the drawer recovered. The system had functioned as intended after the customer had resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.